Manufacturer narrative:
Physio-control evaluated the customer's device and was able to verify the reported issue and observed that the device had logged error code 4304 into its memory. It is not possible to repair the device and the customer will receive a replacement device. The device was retained by physio-control.

Event description:
The customer contacted physio-control to report that their device displayed a visual service led indicator. Upon initial evaluation of the customer's device by a service technician it was observed that the device had logged error code 4304 into its memory, which is indicative of the device being unable to successfully perform a self-test three times. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.